Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The reagent lot number was 89910301 with an expiration date of 31-may-2027. The customer has had no further issues since the service visit. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The calibration was acceptable. The qc was within the assigned ranges on the day of the event. The alarm trace showed multiple sample pipette aspiration alarms. The engineer performed an instrument check and detected a fault in the reagent pipette. He cleaned and adjusted the reagent pipette. He then repeated the sample with expected results. The customer performed daily maintenance and qc with successful results. The instrument was performing within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with magnesium gen.2 assay on a cobas c 503 analytical unit. Initial result: 3.34 mg/dl. The initial result did not match the patient's clinical history, and the sample was then repeated. No questionable result was reported outside the laboratory. On (B)(6) 2026: repeat result: 1.27 mg/dl. The repeat result was considered correct as it matched the patient's clinical history and was reported outside the laboratory.